Event description:
The consumer was allegedly going down the street when both of their motors allegedly locked up. This caused the chair to stop and the consumer was allegedly "ejected" from the chair sustaining a broken left shoulder.